Event description:
The user facility in japan reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the pump had a low flow and high purge pressure occur. The patient had the device for 51 days when the doctor decided that it was time to remove the device and replace it with another one on the opposite site. Upon removal of the first impella the md noticed thrombus in the inflow and outflow cages of the pump. There was no serious adverse event to the patient as a result of these incidents.

Manufacturer narrative:
Data logs were not returned. Pump was sent back for investigation. A significant amount of biomaterial found on impeller, purge gap and inflow cage. The root cause of the low pump flow issue was biomaterial. This report is being filed as part of a retrospective review of historical records.